Event description:
Patient's mother reported the pump 'is fallen' and the e7 (electronic error) message appeared. Mother stated she disconnected the infusion set from the infusion site and removed the batteries; inserted new batteries but error appears again when she turns on the pump. Preliminary evaluation on (B)(4) 2014 found the self-test failed when the pump was powered up using a service battery. Also neither the audio alert signal nor the vibra alert signal worked. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).